Manufacturer narrative:
A fracture of the outer coil was noted at 21.0cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of noise, impedance, capture, and sensing anomalies.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high, out of range, low voltage lead impedance issue, lead noise, no sensing and no capture issue was observed on the rv lead. Patient was asymptomatic. No other anomalies were observed. Lead was explanted and a new lead was implanted. Patient was stable post procedure.